Event description:
It was reported that a death occurred. A left atrial appendage (laa) closure procedure was performed and a 33mm watchman laa closure device was successfully implanted and the patient was discharged home. Two days post-procedure, the patient was found deceased at home.